Event description:
Customer mentioned pump isn't yielding the same amount of milk as an older device, taking only 1/2 or 1/3 the amount over the same 30 minute period. As a result of this the customer has mastitis. The customer has been advised by a midwife to stop using the pumps as it is likely the pumps has caused mastitis. The customer mentioned the pumps aren't expressing enough milk, thus causing blocked ducts. Customer said "I have been seen by my healthcare provider and they confirmed it is mastitis. Firstly I was prescribed a single course of antibiotics - flucloxacilin but as I kept getting worse and after a high inflammation rate in my blood results, I am now on a double dose flucloxacilin and phenoxymethylpenicillin."